Event description:
The pump displayed a pending alarm message before it was implanted. The pump logs showed that a motor stall occurred on (B)(6) 2010 and a motor stall recovery occurred on (B)(6) 2010. The device was not implanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed a watchdog reset occurred, but the cause of this anomaly could not be determined. No anomalies were noted with any of the gears. All gears and top plate were clean. No shaft wear or residue was seen on any gears. The circuit board, battery and motor wires were examined under a microscope and no anomalies were seen. The motor passed all testing on the constant load tester. No drops of moisture were seen on the bottom of the inner cover or in the motor/pumphead compartment. Gear wheel 3 was clean. No motor stall was seen during testing. Initial log info shows the pump was stalled for a few days leading to the pending alarm. Initial pump logs show a motor stall and recovery. All 3 roller wheels turned freely, the pump tube appeared normal. A watchdog reset occurred during the 1 hour internal decontamination procedure. The results of hybrid analysis failed to find a cause of the anomaly seen. The device was fully functional and a root cause of the failure could not be established.